Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a device was on disconnected. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station disconnected mode. The technical support specialist followed the knowledge article multiple devices with download stopped ¿ current subscription cycle stuck. The issue was linked to the description, and datasync was restarted. Message flow resumed, and the server is now fully communicating. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was on disconnected. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.